Event description:
The complainant reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. During support, it was reported that the patient had many arrythmias overnight and defibrillator shocks. It was also reported that renal failure and the plan was for continuous renal replacement therapy. Furthermore, bivalirudin was paused for concern of gastrointestinal (gi) bleed. Platelets have dropped, so the plan to give one unit of blood. Later, care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Arrhythmia/ tachycardia: the cause of the injury was unable to be determined due to insufficient clinical details. Renal failure/ anemia/ thrombocytopenia: the cause of the injury was not determined due to insufficient clinical details. Major bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.